Manufacturer narrative:
(B)(4). Date sent to FDA: 12/22/2020. Additional information: h3 analysis summary: a fracture was observed in the body of the sample. The needle was received in two pieces. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic procedure on an unknown date; and a suture was used. During the procedure, the needle broke when closing the surgical wound during continuous suturing on the peritoneum. The needle fragment fell into the body but was removed. The surgery was extended within 30 minutes. There were no adverse patient consequences reported. No additional information was provided.